Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 10/28/2021. H.6. Investigation: a sample was received and presented as completely separated with no bottom of set. This verified the customer's complaint of separation. The set was then analyzed under microscope to determine that the root cause of this failure was a lack of solvent at the tubing junction. A device history record review could not be performed because a lot number was not provided by the customer.

Event description:
It was reported that bd alaris¿ pump module administration sets had components separate. The following information was provided by the initial reporter: "it was reported by the customer that the product separated at the luer lock while on a patient".

Event description:
It was reported that bd alaris¿ pump module administration sets had components separate. The following information was provided by the initial reporter: "it was reported by the customer that the product separated at the luer lock while on a patient"

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.